Event description:
Pt has dislocated twice so surgeon decided to change liner to a constrained liner and appropriate head.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.